Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that adhesive around light guide lens is peeled and there is a gap in adhesive area between hold ring and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date of the subject device. Updated fields: h2, h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.